Event description:
It was reported that during a donor nephrectomy, the surgeon had previously transected the renal vein with another tsw35. The second device was then clamped on the renal artery and fired. During the firing stroke the device appeared to lock out, becoming very hard to fire, and then wouldn't open. The surgeon states that they do not know whether it released on its own or whether she did something that opened it. When the device was removed from the vessel it appeared that the stapler had cut completely, but only the proximal half of the staple line was visible. The surgeon managed to put her finger on the bleeding vessel and eventually get a liga clip on the unstapled half of the vessel. The patient lost 400 mls of blood in total.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information was not provided by the initial contact. Additional information received: "during a hand assisted laparoscopic donor nephrectomy a staple misfire occurred causing venous bleeding of approx 400 mls. The stapler was taken out of the packet, passed to me by scrub nurse and placed down a 12 mm port into the abdomen. Once around the vein, the stapler was clamped into position and then staples deployed. Half way along it felt that there was a jam, and I tried to release the stapler but could not. I was forced to fire the staplers. The result was the superior aspect of the renal vein was not stapled, but cut. This was confirmed when looking at the kidney on the back bench. Another consultant scrubbed and took over the retractor and placed another 5 mm port for suction. A 2nd consultant was called from the next door theatre. Control was established with liga clips on the corner of the vein. The consultant for the recipient scrubbed to perfuse the kidney." Additional information was requested and the following was obtained: did the patient receive any blood products? If so how much? No. Was the patient on any anticoagulants? No. What is the patients current condition? Discharged. Was there any additional care given to the patient due to the loss of 400 mls of blood? No. The analysis results found that a was received in good visual condition and loaded with a tr35w cartridge reload that was noted to be fully loaded with staples. The device was tested for functionality with the returned reload; the device fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed, as the cartridge reload was returned unfired and no additional cartridge reloads were returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.